Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable, there was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by using different charging supplies, including the tandemcharging cable, and no further assistance was required.